Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last recharged the scs system 2 months ago; however stimulation ceased approximately month ago. Subsequently, the ipg is not communicating with any external devices. An alternate charger and patient programmer were attempted to no avail. Surgical intervention may be undertaken as the next course of action.